Manufacturer narrative:
Additional manufacturing narrative: c1. Name (#1) - cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot #20762219. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Patient identifier. Updated. Age or date of birth. Updated. Sex. Updated. Adverse event or product problem. Updated. Outcomes attributed to adverse event updated. Event updated. Updated. Method code 1 updated. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on an (B)(6) 2019 a patient underwent treatment of unknown type to address unknown pathology in the common iliac arteries. Reportedly gore® viabahn® vbx balloon expandable endoprostheses were utilized in the procedure in kissing stent technique in the iliac artery region. On an unknown date, one of the vbx devices was said to have been crushed in the patient, although this was not confirmed. On an unknown date a reintervention took place whereby the reportedly crushed device was relined with another unknown device. The patient outcome was good.

Manufacturer narrative:
Updated. Updated. Results code 2: 213: the referenced complaint did not have a returned device. The following evaluation is based on information obtained from the event description and communication summary. The complaint was for a compressed device. Crush resistance of the vbx device can be influenced by the stent ring material, stent ring geometry, stent ring spacing, and stent ring alignment. The stent rings are certified by the supplier for the material and geometric properties. Stent rings are 100% verified during the manufacturing process to be free of visual deformities. Stent ring geometry, spacing, and alignment are 100% verified during the manufacturing process. The device history file was reviewed and no anomalies were identified. No manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
2 gore® viabahn® vbx balloon expandable endoprosthesis were implanted, it was reported 1 was crushed. However it is unknown which device became crushed. The 2nd device implanted has unknown model number and lot/serial number, therefore a review of the manufacturing records for this device could not be conducted for the second device. D.6 updated.

Manufacturer narrative:
Corrected data: d2. - common device name.

Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2019 a patient underwent treatment of unknown type to address unknown pathology in the common iliac arteries. Reportedly gore® viabahn® vbx balloon expandable endoprostheses were utilized in the procedure in kissing stent technique in the iliac artery region. On an unknown date, one of the vbx devices was said to have been crushed in the patient, although this was not confirmed.